Manufacturer narrative:
This event was previously submitted under a different suspect medical device in manufacturer's report 3005094123-2019-00161. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing both the sample probe and r1 probe. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a false positive b-hcg result on the architect i2000sr analyzer. The following data was provided for a (B)(6)-year old female: sid (B)(6) initial 353.72, repeat less than 1.2 miu/ml. An ultrasound confirmed she was not pregnant. There was no negative impact to patient management.